Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient was driving, and the patient's sugar dropped suddenly. Particular symptoms were not documented, but the onset of symptoms was reportedly abrupt. The patient was not alerted by the device to hypoglycemia due to the signal loss. Police were involved for an undocumented reason. Police called an ambulance. The continuous glucose monitor (cgm) display device was not showing any readings while the blood glucose (bg) by emergency medical service was 24 mg/dl. The hypoglycemia was treated by unremembered means and the patient was transported to the hospital. In the hospital he received an unremembered IV. He stayed in the hospital until early the following morning. At the time of the report, the patient was in stable condition. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.